Event description:
It was reported that during a coronary angioplasty treatment procedure, a guidewire fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo, concentric target lesion was located in the left circumflex artery. During the introduction of a choice floppy 182cm guide wire, the guide wire broke in half outside the patient. The guide wire was removed. The procedure was completed with another of the same guide wire and the implant of a 3.5x20mm liberte stent. No patient complications were reported and the patients status is stable.

Event description:
It was reported that during a coronary angioplasty treatment procedure, a guidewire fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo, concentric target lesion was located in the left circumflex artery. During the introduction of a choice floppy 182cm guide wire, the guide wire broke in half outside the patient. The guide wire was removed. The procedure was completed with another of the same guide wire and the implant of a 3.5x20mm liberte stent. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by MFR: the guide wire was received in two pieces as a result of a fracture 53.5cm from the proximal end. Bends were noted along the entire length of the body and the distal tip is damaged. All outer diameter measurements taken were within specification. Sem analysis of the fracture site identified fatigue striations and a transversal mark indicating the failure occurred due to a fatigue event in two directions (cyclic) followed by a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Complainant name: hospitalaria (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).